Event description:
According to the initial information received, as a 32mm amplatzer septal occluder (aso) was being implanted in a (B)(6) year-old, female patient on (B)(6) 2012, the patient started to experience pvcs causing the aso to embolize into the rv outflow tract. The aso was percutaneously snared and replaced with a 38mm aso.

Manufacturer narrative:
Another cd was received and sent to aga's medical consultant for review. Following is an interpretation of the updated information:two cds with ice images were provided.balloon sizing was performed but the ice image with the balloon provided showed faint residual shunt at the ivc side of the defect. The defect measured about 32mm and a 32mm device was implanted.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 10f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device was used prior to expiration (oct-2014). Review of the medical records and images by agas medical consultant resulted in the following findings: this adult female patient experienced device embolization a few minutes after release. The device was snared and a larger size device placed during the same procedure. One cd with ice images was provided. The ice was of good quality with good assessment of the defect and atrial septum. The svc, aortic and superior rims were adequate. The ivc rim was significantly deficient and the posterior rim was mildly deficient. The atrial septal defect measured between 28 to 32mm in different views. Balloon-sizing was not performed and would not have been helpful given rims deficiency. A 32mm device was implanted. After a few minutes it embolized into the right side by report. (No images of the embolized device or its retrieval were provided.) The last few images showed a 38mm device in place. According to agas medical consultant, the aso embolized due to: improper device placement. The ice pictures clearly show that the svc rim was not captured by the discs; in fact there was shunt seen between the outer edge of the left disc and the svc rim. This non-capture was also evident in the aortic view where the left disc seemed to "dig" into the aorta and the right disc was significantly away from the aortic rim-meaning the device was rotated. Rim deficiency. Deficiency of the ivc rim resulted in non-capture of the svc rim as the device self-centered itself especially after it was released. Sizing. A 38mm device was successfully implanted because the large size of the waist compensated for the deficient ivc rim.